Event description:
Implant dates: (B)(6) 2010. Patient demographics: male. Dob (B)(6) 1944. Initials: (B)(6). History/comorbidities: extreme obesity, prior fusion l3-s1. It was reported on (B)(6) 2010 the patient underwent revision anterior spinal fusion l3-s1, with use of rhbmp-2/acs. Per the operative note, ¿the fusion was performed by placement of anterior machine and structural allograft bone-type of cages at l3-4, 4-5, and l5-s1. These cages were filled with bmp.¿ post-op, the patient presented with pseudoarthrosis, status post multiple spinal operations for l3-s1 spinal fusion and previous infection, as well as previous anterior plate fixation, l3-s1, now with noted pseudoarthrosis and fractured hardware. Pt is also status post an aborted anterior-posterior, in which time the only anterior procedure could be performed because of medical issues. Pt al so has a non-healing wound on his abdomen from his previous operation. The patient underwent revision posterior surgical approach l3, l4, l5 and s1, removal of hardware at l3, l4, l5, and s1, removal of broken screws l5 and s1 on the left, and s1 on the right side, replacement of pedicle screws at l3 bilaterally, l4 on the right, l5 on the left and s1 bilaterally, placement of new screws at l4 on the left and l5 on the right, exploration of pseudoarthrosis l3-l4, l4-l5, and l5-s1, with takedown of pseudoarthrosis at these levels, posterior lateral spinal fusion , l3-s1, combination of bmp, allograft bone chips, and local autograft bone were place in the the posterolateral spaces for posterior spinal fusion. The patient presented with spinal stenosis and radicular pain. A steroid injection was performed. The patient presented with painful hardware l3-s1 (debilitating pain after a recent fall). Pt underwent exploration of fusion, l3-s1 posterior, removal of hardware, l3-s1. The patient presented for follow up. Patient was doing relatively well until a fall 5 weeks ago, had some increased pain to the left side of his low back and to right knee; pt has been increasing his vicodin use taking approximately 12 of the 10/325 vicodin per day; sacroiliitis left side-si joint injection, physical therapy-prescribed prednisone, morphine and vicodin. The patient presented with c/o leg pain and ongoing back pain, pt stated pain is worse than with his original presentation before his first surgery, prescribed norco and oxycontin.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4)